Event description:
A presentation reported that following orbital atherectomy, there were 16 events of bleeding 72 hours after treatment, 7 perforations, 13 dissections, 3 cerebrovascular accidents, 13 cardiogenic shocks, and 11 deaths prior to discharge from 2016-2021. Rotational vs. Orbital atherectomy procedural outcomes: a ncdr data registry study. Shubham upadhyay, md1, jack tiahnybik, do1, nathaniel elsner, do1, sandeep singh, md1, george e. Revtyak, m.d., fscai2 and rolf peter kreutz, m.d., fscai1, (1)indiana university school of medicine, indianapolis, in, (2)indiana university health, indianapolis, in.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels, vessel dissection, bleeding, cerebrovascular accident, and heart failure/dysfunction are potential adverse events that may occur and/or require intervention with use of the system. Csi ID: (B)(4).